Manufacturer narrative:
(B)(4). Batch #: x94r5g. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No it was found that the I-blade upper tip was broken off and not returned. Does the customer/user know where the broken tip is? Can they confirm that it was not left in the patient? -> the client reported an issue while closing the jaws. No detachment of the tip has been reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition, the top of the I-blade upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because of the device's condition, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch x94r5g, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the branches at the bottom of the stem blocked, no longer allowing the use of the pliers. The anomaly resulted in a prolongation of surgical time.